Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information: d9. The device was returned to olympus for inspection and the reported failure of cracks and chips around port connector was confirmed. Based on the results of the investigation, the probable cause of the complaint was traced to a component failure. This is consistent with an expected or random component failure, with no design or manufacturing defect identified. The failure is attributed to a degradation problem, occurring when a device becomes worn, weakened, corroded, or broken down due to natural processes such as aging, permeation, and corrosion. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during reprocessing, the broncho fiber videoscope was found to have chipping around the housing of the port used to attach tubing for inflation of the ultrasound balloon. There was no patient involvement associated with this event.